Event description:
As reported by a physician sponsored study, two gore viabahn endoprostheses were implanted on (B) (6) 2007 for the treatment of an av graft outflow stenosis. On (B) (6) 2007, the patient presented with an infected right arm a-v graft. The grafts were explanted in their entirety.

Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed. Since the device was not returned, direct analysis of the device was not possible.